Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that during the charge of the internal battery on the pt's sys controller, a driveline disconnected alarm appeared when connected to one power source. The sys controller was connected to test equipment and the controller functioned properly; however, when both power sources were disconnected, the controller went into sleep mode. A second attempt to charge the internal battery while connected to one power source was made and the same driveline disconnected alarm appeared. The sys controller was exchanged and no effects to the pt were reported.

Manufacturer narrative:
The sys controller was returned to the MFR for evaluation. During initial analysis of the controller, the external backup battery (ebb) prevented a test pump from operating when both power cables were disconnected and the sys controller did not alarm. The MFR is currently undergoing additional analysis on the sys controller. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.